Event description:
A report was made about a pump battery not charging. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted various troubleshooting steps, including using different adapters and charging cables, but these did not resolve the issue. As a result, the pump was replaced by technical support. The customer was informed of the replacement and instructed to return the old pump using a pre-paid label and return box. The customer did not share information about their backup insulin therapy.